Manufacturer narrative:
The pet lock was broken on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was detached from its pusher assembly and the proximal constraint sphere was present on the proximal end of the embolization coil. The pull wire was completely retracted out of the distal detachment tip (ddt). The inner diameter (ID) of the ddt was measured within specification. The outer diameter (od) of the proximal constraint sphere was measured to be within specification. Evaluation of the returned device revealed that the podj was detached from its pusher assembly. The pet lock on the proximal end of the pusher assembly was broken and the pull wire was completely retracted out of ddt, indicating that the coil detached as designed. In addition, the ID of the ddt and the od of the proximal constraint sphere were measured and found to be within specification. Therefore, the root cause of the reported issue could not be determined. The kink in the pusher assembly was likely incidental and may have occurred while packaging the device for return. The handle and lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, the physician deployed a podj coil into the aneurysm using a lantern delivery microcatheter (lantern) and then attempted to detach the coil using a penumbra detachment handle (handle). It was reported that the handle sounded as if it detached properly and the black line (pet lock) on the podj coil pusher assembly was separated in two when the handle was removed; however, the podj coil retracted into the lantern when the physician pulled the pusher assembly out. The physician then advanced the podj coil back into the aneurysm and manually pulled back on the detachment portion of the pusher assembly but the coil still would not release. Therefore, the podj coil was removed from the patient¿s body and the procedure was successfully completed using four additional coils, the same lantern and the same handle. There was no report of an adverse effect to the patient.